Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of over 600 mg/dl and moderate ketones. Reportedly, the customer went off of pump therapy earlier in the day, reverted to manual injections, but the customer believed the bg level was related to the pump. Review of pump data with tandem's technical support, confirmed a low power alarm and a shut down alarm occurred. However, the customer was unsure if the alarms were the reason for the bg level. During a follow up on (B)(6) 2017 from a clinical diabetes specialist (cds), the cds reported that the customer was hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.